Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause of the event cannot be conclusively determined. However, information raised speculates that due to a broken cable, the video communication could not be transmitted to the server and that the image was not displayed. The legal manufacturer speculated that the damage of the cable made it impossible to communicate between the processor and the camera head, resulting in it. The product shipment records were checked, but there were no abnormalities in the device. The damage of the cable is considered to be due to the handling of the user. It was concluded that indicated phenomenon could be prevented. When the contents of the instructions for use at the time of shipment of the product were checked for the damage of the cable, the following entries have been made in the package insert. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there was no image at all due to faulty charge coupled device (ccd) and cable unit. The ccd pins and cable unit are corroded. It is highly likely the corrosion is due to liquid invasion. The rear cover holder is cracked, which caused the device to fail the leak test. The focus ring is cracked, and the rear cover is faded. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The camera head cable was damaged and there was no image at all. There was no patient involvement. No additional information was provided.